Event description:
It was reported by a veterinarian that a cat underwent a dental extraction and suture was used. The cat recovered well and was given a small amount of hard kibble post-operatively. Immediately the cat experienced hypersalivation and bleeding from the extraction site. The attending veterinarian found one extraction site where the suture broke.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 11/20/2013.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.